Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with an inset infusion set, with reports of ¿high¿ and over 400 mg/dl readings, repeated supply changes, no observed kinks or leakage, and no confirmatory fingerstick or ketone testing performed; troubleshooting and education were provided, a full supply change was completed, and replacement contact detach sets were shipped. Symptoms included hyperglycemia without reported acute complications. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included complaint handling, user troubleshooting, and provision of replacement supplies. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms reported. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.